Event description:
Ninety percents of oxygen cannulas and oxygen hose I have received from salter labs had an intensely acrid chemical smell, sometimes bad enough to burn my nose, rendering them unusable. When I asked my medical device supplier about said problem, they always offer to replace the cannulas with new ones, which have exactly the same problem. Both my local supplier, and salter labs suggest purging them with my oxygen supply. This is stupid, expensive, and totally ineffective. Purging does not help the problem. The plastic in the devices continue to strongly emit the smell. There is a variability to the smell depending on when I got them. Different batches, variability in plastic component suppliers perhaps? I pointed out to salter that variability. In the problem, and the problem itself, indicate a quality control problem. They had no explanation. Salter absolutely deaminates this sector of the market. I have contacted numerous suppliers and only one had a product, not manufactured by salter. I am pursuing purchase of these. I am dismayed at the lack of qc and availability alternatives. Mainly, I am angry that defective medical devices are being mass produced, widely distributed, and no one seems to know, care. My name is (B)(6). FDA safety report ID# (B)(4).